Manufacturer narrative:
Additional data: b5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye upside down. There was patient contact but no patient injury. In a separate visit the lens was repositioned and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye upside down. There was patient contact but no patient injury. The lens was repositioned. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.